Event description:
It was reported that during the use of the extension set, leakage of medical fluid from the filter of the extension tube was observed. No patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. A leak was found between the filter and tube. The root cause of the reported issue was found to be lack of solvent by not following the procedure. Actions were taken to mitigate the reported issue: awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure.